Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 600 mg/dl at the time of incident, current blood glucose level was 395 mg/dl, and other blood glucose values was 251 mg/dl and 375 mg/dl. Customer was using auto mode feature. The customer¿s mother was trying to bolus customer and insulin pump had insulin flow block alarm continually. The customer¿s mother stated that they remove the reservoir from the insulin pump, rewind it, and run load reservoir with empty insulin pump until piston reaches end of travel and insulin pump alarmed with no reservoir detected. Customer reported that the insulin exits the tubing. Customer stated that they performed a 5.0 unit fill cannula and stated insulin did not exit. Advice customer that the insulin pump was working as designed. Customer was reported a past event. Customer stated that the alarm did not occur during fill tubing. Customer stated that the event was resolved by infusion set change. Customer was assisted with troubleshooting. The devices will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set,ozp-mmt-7020a-snsr.